Event description:
The clinician reported that on the day of attempted placement of the dental implant in ada site 10 in the patient's mouth, the implant did not achieve primary stability in type iii bone. A sinus graft was performed. The clinician reported peri-implantitis and insufficient bone quality in this patient with good hygiene. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.